Manufacturer narrative:
The complaint was investigated but the customer complaint could not be verified via dms. Investigation found no malfunction of sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 05th 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.